Manufacturer narrative:
UDI: (B)(4).

Event description:
Damage of the lead body was observed after opening the package before the lead was implanted. Physician completed the procedure using a different lead and there were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece with all four tines intact and undamaged. Electrical testing confirmed there were no conductor fractures or internal shorts. The outer coil was found compressed at the proximal region of the lead consistent with damage caused in the field.